Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had begun a bolus delivery when an empty cartridge alarm occurred. The customer stated that they had enough insulin in the cartridge to complete delivery of the bolus. After the alarm occurred, the pump was noted to be hot to touch. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 117 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
(B)(4). The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Issue identified: (B)(4).